Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. G6 type of report- follow up. H2 type of follow up- correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with cgm reading of 70 mg/dl. The reported glucose values fall within the d zone of the parkes error grid was taken after consuming sweets. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).